Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) machine during use, while the patient was not connected in prime. The home patient (hp) stated that they changed 3 cassettes but not the bags. The technical service representative (tsr) advised the hp to restart with new bags and a new cassette and explained the aseptic set up procedure. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).this complaint for a use error- reuse of a single use product was confirmed because the home patient stated they had all solution in the final bag and had disconnected the bag, reconnected a new bag. However, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.